Manufacturer narrative:
H6: imdrf patient code e201401 captures the reportable event of pressure ulcers. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e0301 captures the reportable event of anemia. Imdrf impact code f2202 captures the reportable event of the patient underwent a repeat ercp. Imdrf impact code f2301 captures the reportable event of a resolution clip was placed. Imdrf impact code f08 captures the reportable event of patient was kept in the hospital after the index ercp. Imdrf impact code f23 captures the reportable event of bipolar cautery was used.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct to treat choledocholithiasis and for prophylaxis bleeding treatment during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2023. During the procedure, the wallflex biliary stent was successfully deployed. However, post stent placement, the patient started bleeding. On (B)(6) 2025, the patient underwent a repeat ercp, and the physician found the bleeding ulcer inside the distal duct wall. Bipolar cautery was applied, followed by the placement of a resolution clip and the administration of hemospray. In the physician's assessment, the pressure ulcer contributed to the bleeding, which was caused by the wallflex stent. The stent remains implanted, and the patient is currently admitted and under observation since the hemoglobin started to drop. In the physician's assessment, the hemoglobin level of the patient stabilized after the pressure ulcer was treated. On on (B)(6) 2025, the patient was discharged from the hospital. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was implanted for prophylaxis bleeding treatment and to treat common bile duct stones. However, per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.